Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the unit was evaluated and the reason for return : "chamber kept filling up" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. Replaced damage top cover. Further a review into the depuy mitek complaints system revealed one other complaint for this device's serial number. This pump is 10 years old and has possibly seen heavy use in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sale representative during an orthopedic procedure the fill chamber kept filling up and it would cause the pump to run continuously. The procedure was completed with this device and there were no patient consequences reported. The device will be returned. Additional information received by mitek complaints on january 29, 2015: the sales representative confirmed no delays reported in the procedure.